Event description:
To close incision subdurally following laminectomy at l4/5, vicryl polyglactin 910 sutures -#1- was used. Two weeks post operative pt developed massive infection. Surgeon advised pt that sutures had been contaminated and had caused infection. Surgeon advised that recalled vicryl sutures had not been removed from shelf post 2/2001 recall issued by ethicon. Pt's sed rate is life threateningly high. Please advise as to lawsuits pending arising from ehticon 2/2001 recall. Osteomyelitis at l3 and l4 with suspect epidural abscess. Suture failed to hold hardware; re-operated using different suture.